Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
D9: returned to mfg: yes, date returned: (B)(6) 2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Remove codes 3221, 4114, 67. Add codes 4118, 3233, 11 d9: returned to mfg: yes, date returned: (B)(6) 2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Remove codes 3221, 4114, 67. Add codes 4118, 3233, 11